Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. No medical records have been provided related to nature of the injuries and the alleged adverse outcome. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventralight st with ps echo. On (B)(6) 2017: the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the bard/davol ventralight st with ps echo. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventralight st with ps echo. (B)(6) 2017: the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the bard/davol ventralight st with ps echo. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with symptomatic incarcerated umbilical hernia thereby underwent laparoscopic repair with the implant of ventralight st using echo system (device #1). Per operative notes, ¿the hernia sac was reduced which contained preperitoneal fat. A circular ventralight st mesh with echo system (device #1) was laid against the abdominal wall and secured with tackers.¿ (B)(6) 2017 to (B)(6) 2017 - patient had epigastric abdominal pain. (B)(6) 2017 - patient was diagnosed with ventral hernia thereby underwent laparoscopic repair with the implant of ventralight st using echo system (device #2). Per operative notes, ¿lysis of extensive adhesions between the omentum to the abdominal wall and the old mesh was carried out. The mesh in the mid or near the umbilical area was loose and protruding out somewhat and other defect just above this mesh. The patient also had diastasis recti muscles was also repaired with suture. The loose mesh in the umbilical area were also approximated with a suture. A circular ventralight st mesh using echo system was placed against the abdominal wall and secured with tackers.¿ attorney alleged that the patient had adhesions, nerve damage, pain and hernia recurrence. It was also alleged that the patient had adhesions between the old mesh to the omentum, extensive diastasis rectus muscle, the mesh was loose in the middle giving him a defect, necessitating repair.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided related to nature of the injuries and the alleged adverse outcome. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 11 months post implant of ventralight st w/ echo, patient was diagnosed with hernia recurrence, adhesions, cellulitis, abdominal pain and migration. The instructions-for-use supplied with the device lists hernia recurrence, adhesions, pain and migration as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-jun-2016) is considered to be a best estimate. Updated fields: a2, a4, b2, b4, b5, b6, b7, d4, g1, g3, g4, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.